Manufacturer narrative:
Event conclusion: cpi analysis initial testing confirmed that the unit was at ert. Actual battery measurement confirmed that the battery voltage was below ert. The ert indication could not be duplicated after if was cleared with the original cell re-attached to the circuit. Hybrid analysis did not reveal an out of specification condition that could have contributed to early battery depletion. It is unknown why the eri indicator tripped after 36.9 months of implant.

Event description:
Event description cpi received info tha this implantable pulse generator (ipg) was exhibiting the early replacement past (erp) indicator. The indicator was cleared, but when the ipg was interrogated again, it reverted back to the erp indicator. The ipg was explanted. Cpi minimum longevity at nominal settings with a 500 ohm lead is 63 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.